Event description:
It was reported that the patient was rather large, and two months prior to the report, the manufacturer representative saw the patient and worked with her and the recharger. They were able to get 6-8 coupling bars. Since implant, it had been a balancing act and hard for the patient to charge. They had to move the implantable neurostimulator (ins) once from the left buttock to the left flank for these reasons in 2013. The patient was extremely wide and short and charging was difficult. It was later reported the patient was getting adequate stimulation and was able to recharge without difficulty. There was no date for the appointment that the healthcare provider (hcp) revised the pocket for evaluation. The pocket revision in 2013 definitely improved the patient¿s ability to charge. The symptoms had improved and the patient was discharged.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37092, lot# 298910002, implanted: (B)(6) 2011, product type: accessory; product ID 355029, lot# n115768, product type: accessory; product ID 377760, lot# v016987, product type: lead. (B)(4).